Event description:
It was reported that the mode of ventilation selected was bipap. Patient¿s condition was deteriorating, etco2 observed was low, spo2 was not tracing. The spo2 probe and breathing circuits were changed, connection on the patient was done properly-however the device was not ventilating and it was very hot on touch. It was reported that the device did not ventilate and that this prolonged the patient's hospital stay. In case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.

Manufacturer narrative:
The investigation was based on the reported event and logfile analysis of the affected oxylog 3000plus device with serial no. (B)(6). The log does not show any alarms or technical failures indicating a loss of ventilation function. There are alarm messages at the reported time like "mve low" and "apnoea" logged showing a (temporary) drop of minute volume and airway pressure, but also "paw high" showing that the pressure drops were not permanent. These are usual alarms during ventilation. The device was tested by dräger technician onsite without any deviations. Also, the reported ¿heat up¿ situation could not be or reproduced during the examination. In case of a technical problem (e.g. 'Device was not ventilating') the device alarms visually and acoustically. Potentially the ventilation may stop. In this case an alternative independent ventilation device has to be used instantly, as described in the IFU. Based on the results of the examination, a technical malfunction can be excluded. The device alarmed and reacted as specified. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the mode of ventilation selected was bipap. Patient¿s condition was deteriorating, etco2 observed was low, spo2 was not tracing. The spo2 probe and breathing circuits were changed, connection on the patient was done properly-however the device was not ventilating and it was very hot on touch. It was reported that the device did not ventilate and that this prolonged the patient's hospital stay. In case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.